Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 2030404-2020-00110. During an atrial fibrillation ablation procedure, the distal end of the catheter became caught during insertion. It seemed to be caught in the iliac or vertebral body. When attempting to advance past that point, the tip snapped at a 45-degree angle. The catheter was replaced, and the procedure was successfully completed with no clinically significant delay, or adverse consequences for the patient.

Manufacturer narrative:
Additional information: d9, g3, h2, h3. One viewflex xtra ice catheter was received for evaluation. The catheter tip was noted to be bent and fractured; however, the investigation could not be concluded and could not be determined when and how the catheter tip was fractured and remained unknown . The device history record was reviewed to ensure that each manufacturing and inspection operation was performed.